Manufacturer narrative:
H3: product analysis #271521908: part # 8880923; lot # 0762732w. Visual and optical inspection revealed the torx screw has been stripped. The screw appears to have been backed out to far. Once the screw is backed out the screw will no longer thread back in to adjust the spacer height. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a cage used in plif, levels implanted: l4/5. Pre-operative diagnosis for this procedure was l4 / 5 spondylolisthesis. It was reported that after inserting the cage, it expanded to the limit, but the intervertebral disc space was too wide to fit, so the cage was shrunk and taken out, and the placement position was finely adjusted and the cage was reinserted. After that, it was attempted to expand, but the height did not rise. There was a delay of less than 60 minutes. No patient symptoms or complications as a result of this event. Updated information received on 16-june-2021: the reported cage was placed between the vertebrae and expanded, but it did not fit the end plate, and after shrink, an attempt was made to expand the cage again, but it felt like it was idled and the cage could not be expanded. Therefore, when a new cage was opened for dealing with it, it was able to expand this one with the same inserter without any problems. It also felt loose when the size was measured with a rotate distractor. The placed cage was also a little loose. Updated information received on 18-june-2021: the procedure was completed successfully using a new product.